Event description:
Additional information was received that surgery occurred to explant and replace the leads, which resolved the issue.

Manufacturer narrative:
Date of event and therapy date are estimated. During processing of this complaint, attempts were made to obtain patient weight. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2021-12742, 1627487-2021-12743, 1627487-2021-12745. It was reported that the patient's leads migrated. As a result, surgery may occur to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.